Event description:
During preventive maintenance, the backup batteries required replacement prior to their expected useful life. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.